Event description:
Customer reports the bed moves slowly and autonomously in the y-direction toward the foot end. No patient harm reported and no additional information was provided.

Manufacturer narrative:
During the onsite investigation, the service tech replaced the bed controller. Root cause was determined to be a faulty bed controller. (B)(4). This report was mailed to FDA on: (B)(4) 2011. (B)(4).